Manufacturer narrative:
Svd is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The degeneration observed in this case was most likely due to patient related factors and the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd; however, exact cause cannot be conclusively determined.

Event description:
Edwards received information a patient with a 31mm mitral valve implanted underwent valve-in-valve procedure due to severe mitral stenosis secondary to structural valve deterioration. Patient was stable post procedure and transferred to recovery. Patient was discharged home in stable condition on post-operative day two.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most impacted by patient related factors and the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. However, exact cause cannot be conclusively determined.

Event description:
Edwards received information a patient with a 31mm mitral valve implanted six years, 11 months, underwent valve-in-valve procedure due to mitral stenosis and regurgitation. Patient also underwent tavr in native valve during procedure. A 26mm transcatheter valve was implanted inside the 31mm valve. Patient was stable post procedure and transferred to recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 31mm mitral valve implanted six years, 10 months, is being worked up for possible valve-in-valve procedure due to unknown reasons. No additional information was provided.